Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on leads, patient is recovering well, coverage of all pain areas. The explanted device will not be returned as it was kept per facility policy.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7081684.